Event description:
Pacemaker not capturing event resulting in bradycardia down to 14 beats per minute. Moved to ICU. Then returned to acute care for evaluation and treatment, no serious injury occurred. FDA safety report ID# (B)(4).